Manufacturer narrative:
Technical support was assisting the customer with troubleshooting. The user facility's biomedical engineer (biomed) stated that the heater measured "ok" and the breaker was "ok". He will continue to troubleshoot.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not heat. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.